Manufacturer narrative:
The wheelchair has not been returned to the manufacturer for evaluation and it is unknown if or when the manufacturer may have an opportunity to evaluate the device. Manufacturer does not have all of the details of the reportable event at this time to complete our investigation.

Event description:
A sunrise medical (us) llc sales representative called in and said a dealer stated a patient/end user was transferring into the wheelchair when the bolts on back sheered off. The back frame fell back. She fell backwards out of the chair and hit her head. Dealer states she was not able to speak for a few hours after the alleged incident but was not transported to the hospital. The sales representative stated that the back with the inset does not include a stopper that could have prevented the back frame from falling backwards. Dealer would like to change the back to a regular folding back with no inset. Created order to change back to a standard folding back without an inset per the dealer and sales representative's request.